Manufacturer narrative:
Continuation of medical device: 6949-65 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.